Event description:
A malfunction alarm related to motor movement error was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted with resetting the pump, and confirmed the malfunction did not recur; they advised the customer to continue using the pump and call back if the issue happens again.